Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pt experienced radicular pain. An MRI with contrast was performed and confirmed an inflammatory mass one vertebral level below the tip of the catheter. The hcp explanted the device. The pump contained morphine 55 mg/ml at a dose of 28.008 mg/day and baclofen 590 mcg/ml at a dose of 300.45 mcg/day. Additional info has been requested from the hcp, but was not available as of the date of this report.